Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported the event of infusion set fell off during use with 3 infusion sets between (B)(6) 2024. The infusion sets had been used for a day at the time of event. Therefore, the patient replaced infusion sets and resumed insulin successfully. No further information available.